Manufacturer narrative:
(B)(4). Mfg date: the lot was manufactured august 6, 2015- august 7, 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed a ruptured bladder. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor burst 17 hours into the infusion. The device was filled with fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.